Event description:
It was reported that a surgeon alleged most of the suprapatellar tibial nail insertions used became infected. No additional information is available. This report is for an unknown quantity of unknown screw(s). This is report 2 of 3 for (B)(4).

Manufacturer narrative:
This report is for the screw(s), part, quantity and lot number(s) unknown without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.